Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A 3.00 x 28mm synergy¿ drug-eluting stent was advanced but failed to cross the proximal rca due to tortuosity. The device was removed and it was noted that the proximal part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found that the first proximal stent row was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A 3.00 x 28mm synergy¿ drug-eluting stent was advanced but failed to cross the proximal rca due to tortuosity. The device was removed and it was noted that the proximal part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.